Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead remains in service. No adverse patient effects were reported. Additional information received from the field indicates that the dislodgement was confirmed via fluoroscopy. The lead revision was performed to resolve the issue.